Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction treated with medications. Device issue: no device malfunction has been reported. It was reported that the patient was experiencing a reaction post stent implantation. The patient was given antihistamines. It is unknown if the reaction is from the stent or medications the patient is on. No additional event or patient information is available.